Event description:
The subject device was used to assist in an aneurysm coiling, it was the fifteenth coil. Approx 2/3 of the main coil was in the aneurysm when it became stuck and 1/3 hanged out. The physician attempted to withdraw the main coil with very little effort and it detached. The main coil was successfully removed from the pt with the aid of a microvena snare. Upon inspection, the main coil was found to have broken mid-coil and not at the detachement gap. No complications with the pt were reported to have occurred during this event.